Event description:
A malfunction was reported by the customer, leading to the customer's blood glucose level exceeding normal limits, reaching 502 mg/dl. The customer required assistance from a medical team at their job, who helped by administering IV saline to lower the high blood glucose level. There were no injuries or ketones reported. The customer received assistance from technical support to reset the pump malfunction, after which the issue did not recur, allowing the customer to continue using the pump. The customer was advised to call back if any further malfunctions occurred.